Event description:
A patient underwent an CT guided lung biopsy procedure using the mission instrument. During the procedure, the doctor was able to get some samples at first, but on the next attempt, it was stated that the needle was not going in and stopped getting samples, then (redacted) pulled the needle out. A post procedure scan was done, and it showed a small pneumothorax, and a needle segment was noted at the biopsy site. The current status of the patient is unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.